Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a flexible sigmoidoscopy procedure. According to the complainant, when they engaged the device, the injection gold probe would not heat, and cauterize the tissue. The injection gold probe was being used in conjunction with an adaptor cord and an erbe generator. They switched to a second adaptor cord, but the injection gold probe still would not heat, and cauterize the tissue. The injection gold probe was removed from the patient, and a second injection gold probe was used with the original adaptor cord and erbe generator to complete the procedure successfully. There was no visible damage to the device reported. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a flexible sigmoidoscopy procedure. According to the complainant, when they engaged the device, the injection gold probe would not heat, and cauterize the tissue. The injection gold probe was being used in conjunction with an adaptor cord and an erbe generator. They switched to a second adaptor cord, but the injection gold probe still would not heat, and cauterize the tissue. The injection gold probe was removed from the patient, and a second injection gold probe was used with the original adaptor cord and erbe generator to complete the procedure successfully. There was no visible damage to the device reported. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Visual inspection of the returned injection gold probe device showed no anomalies. The device also passed electrical tests. The complaint was not confirmed/duplicated, as the device showed no problem conducting current. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).